Event description:
According to legal documents, a five year old child was burned on the back during a procedure on march 4, 1997. The injury was 2nd to 3rd degree. According to the customer, the genrator was tested by valleylab and was functioning properly; however, no records of the return were found.